Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the pt left eye. The lens tore on insertion into the eye. The incision was enlarged and surgeon cut the lens to remove from the eye. Another same model and size lens was implanted and suture used.

Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: visual inspection of the returned product found the lens optic and plate haptics torn. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history work order search and the eval of the returned product, a specific root cause of this event could not be determined. #(B)(4).